Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the patient presented to the clinic with diaphragmatic stimulation. Upon interrogation, the lv lead exhibited high capture thresholds. The physician suspected lead dislodgement. The issue was resolved via reprogramming. No adverse consequences were reported.